Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed adhesive peeling could not be determined, however, based on historical complaints review it is likely that the issue was the result of wear due to repetitive use and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the flex 3d deflectable videoscope was found to exhibit adhesive peeling between objective lens and distal end of the device. There was no patient involvement, and no harm was reported as a result of the event.